Manufacturer narrative:
This supplemental report is being submitted to report additional information and to cross reference the additional MFR. Report numbers. Olympus received an article on (B)(6) 2016 entitled "11deaths at (B)(6) hospital among patients infected by dirty scopes" and a copy of the (B)(6) public health department's report (pphd), which claims that a retrospective investigation had been conducted at the facility that included identification of up to 35 cases of possible MDR pseudomonas aeruginosa; however, only 16 patient infections were confirmed and 11 of those patients have expired. The report alleges that all of the patients had undergone endoscopic retrograde cholangiopancreatography (ercp) procedures between (B)(6) 2013 and (B)(6) 2015 with one or more of the duodenoscopes (two tjf-160f and onetjf-q180v) that were reportedly linked to the outbreak. It was reported that in (B)(6) 2016, the user facility notified pphd of new positive MDR pseudomonas aeruginasa blood and urine cultures isolated from a patient who had undergone an ercp procedure in (B)(6) 2013 with one of the tjf-160f duodenoscopes linked to the prior 15 case patients. The investigation reported that on (B)(6) 2015 one of the duodenoscopes (tjf-160) was taken out of service and on (B)(6) 2015 at the recommendation of pphd, the second duodenoscope was also removed from service. As of (B)(6) 2016 death certificates were registered in (B)(6) for 11 patient however only one of the certificates list the cause as "pseudomonas bacteremia." The report states that the facility had five duodenoscopes; three were owned (two tjf-160f, one tjf-q 180v), and two were loaners (tjf-160f). The facility utilizes three automated endoscope reprocessors (aers) which are manufactured by medivators (model: dsd-201). The report indicated that all three owned duodenoscopes tested positive for pseudomononas aeruginosa which matched patient cultures. It is unknown whether the account either cultured or recovered microorganisms form the loaned duodenoscopes. As part of the phhd investigation an onsite visit was conducted on (B)(6) 2015. The public health team observed visible residue in an aer basin. These findings did not implicate a source for pseudomonas aeruginosa, but did indicate a need for general improvement in environmental conditions and aer maintenance. Pphd recommended that the user facility implement all corrective actions provided by cdph l&c and cms including improving duodenoscope storage conditions and correction of reprocessing procedures that did not follow nationally recognized standards. Pphd recommended that the user facility update policies and procedures for maintenance, storage, and surveillance cultures according to the most current cdc and manufacturer (olympus) guidelines. The user facility implemented a plan for surveillance monitoring for new cases. Pphd also recommended thorough servicing of aers, and replacement of all replaceable parts in the aers, including tanks. On (B)(6) 2015 the public health team returned to the site and confirmed that the user facility was reprocessing every duodenoscope twice. The facility had implemented improvements to duodenoscope reprocessing and storage. The reports state that the user facility was provided current recommendations from olympus to return all tjf-q180v duodenoscopes for elevator mechanism replacement and new reprocessing instructions. The report stated that no additional cases were identified via weekly prospective surveillance from (B)(6) 2015, or via patient notification and testing. Based on this new information olympus submitted 15 initial mdrs to separately account for the remaining 16 patients and positive device cultures. A review of complaint database history revealed olympus previously submitted four initial mdrs between (B)(6) 2015 and (B)(6) 2016 to account for three reported deaths and one reported patient infection. Please cross reference the remaining MFR. Report numbers:2951238-2015-00426, 2951238-2015-00427, 2951238-2015-00428, 2951238 - 2016 - 00382, 2951238 - 2016 - 00383, 2951238 - 2016 - 00384, 2951238 - 2016 - 00385, 2951238 -2016-00546, 2951238 -2016-00547, 2951238 - 2016 - 00548, 2951238 - 2016 - 00549, 2951238 - 2016- 00550, 2951238 - 2016- 00551, 2951238 -2016- 00552, 2951238 - 2016- 00553, 2951238 - 2016- 00554, 2951238 - 2016- 00555, 2951238 -2016- 00556, 2951238 -2016- 00557, 2951238- 2016- 00558, 2951238 - 2016 -00559 and 2951238 - 2016 - 00560.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be determined. As part of our investigation of this report, an olympus endoscopy support specialist (ess) was requested to be dispatched to the user facility to assess their reprocessing practices and to provide reprocessing training if necessary. To date, the ess visit to the facility has not been finalized. A device history review was performed and showed that the device was purchased on october 8, 2003 and was never returned to olympus for service. In addition, olympus made multiple follow up attempts to the facility via telephone and in writing regarding the reported event; however, no additional information was obtained.

Event description:
Olympus received a mandatory medwatch from the facility indicating that a patient's blood culture tested (B)(6). The patient underwent an endoscopic retrograde cholangiopancreatography (ercp) procedure using four different endoscopes on different dates. It is unknown if the devices were cultured. The current condition of the patient is also unknown. This is 2 of 4 reports.

Manufacturer narrative:
This supplemental report is being submitted to correct the device product code from kog to fdt.